Manufacturer narrative:
Event date/implant date: reported as autumn 2013. Subject device has been received and is currently in the evaluation process. Device history record review showed no issues during manufacturing that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in ((B)(6)) as follows: patient specific implant was designed and implanted autumn of 2013. During the surgery, there was difficulty getting skin closed and physician uncertain if implant was designed with measurements too high or with too much volume. The skin was closed, but was really tight. There was no step between the implant and skull, so the fitting of implant was good. Original approval of implant design was done by a different doctor. When patient was seen during a follow up visit, the skin/suture line appeared open. There was no clear infection, but skin was open and implant was visible through the skin. Implant was removed (B)(6) 2014 and a new implant will be designed maybe after half year (6 months) later. It was later reported ((B)(6) 2014) that during implant removal pus was visible under the implant, indicating infection. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the investigation shows that the product was produced as ordered. Since the defect is on one side of the skull only, the implant to cover the defect was designed, mirroring the intact part of the skull. This is common practice and leads to be cosmetic result. The complaint is related to the soft tissue of this specific patient. Soft tissue is not visible on computerized topography and therefore can¿t be considered in the design process unless according adaptations in the ordering process are requested by the surgeon. The problem lies within the soft tissue of the patient. Considering specific soft tissue situation/conditions for the patient specific implant design is within the responsibility of the surgeon and specific input needs to be given the planning phase of the patient specific implant. The product was produced and delivered as ordered. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.